Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due low blood glucose on (B)(6) 2017 with blood glucose 38 mg/dl and current blood glucose was 83 mg/dl. The customer treated their high blood glucose with intravenous of glucose. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.